Manufacturer narrative:
Device discarded by customer. The impella cp pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
The complainant reported a (B)(6) patient had impella cp pump inserted for high risk percutaneous coronary intervention (hrpci) with intra-aortic balloon pump (iabp). The patient had limb ischemia and as a result the pump was removed.